Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin without changing supplies. Reportedly, the customer uses admelog brand insulin, tandem technical support educated the customer that is off label insulin. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.